Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. A functional test was performed and noted a leak backflowing from the fillport. The reported condition was verified. The cause of the backflow was determined to be a solid, shiny particle (approximately 0.30 square mm in size) located under the checkband. The particle was subsequently identified to be glass material via fourier transform infrared spectroscopy. When compared to the scan of baxter glass capillary, the result did not match. This indicated that the glass particle found under the checkband did not come from the infusor device. The source of the glass was not determined. There is not an open ncr that is related to this specific issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 8, 2015 to july 9, 2015. The device was not returned however photographs were received and evaluated. Visual inspection of the photographs revealed evidence of a leak/backflow at the fillport of the device. The reported condition was verified and the cause is unknown. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. The reporter stated the leak occurred after filling with morphine and antiemetic using a syringe. There was no patient involvement. No additional information is available.